Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 85% to 5% while connected to a power source. The battery then depleted fully and the pump shut off. The pump was connected to a power source and was able to be turned back on however the pump would not charge past 5%. The customer's blood glucose level was 190 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.